Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroidectomy procedure, the inactive blade assembly fell apart at the base of the blade. The case was completed by opening another like device. No patient consequence.